Event description:
A malfunction alarm with code malf 12 was reported, and technical support helped the customer reset the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if any further issues arose.